Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that he had a low blood glucose level of 49 mg/dl, so he overcorrected and his blood glucose level rose to 300 mg/dl. The customer stated he dropped his device on cement. The customer performed the self-test and displacement test and they both passed. The customer was advised to monitor the device. Nothing was replaced or returned for analysis.